Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said they still have to change the patient's diapers and it has "never worked properly." During the call, the consumer had access to the patient programmer (pp) so they synched to their ins which showed stimulation was on; they were at 5.8v on program 7 and they couldn't feel stimulation. They have the ability to change programs and/or adjust stimulation so it was increased to 6.0v where they reported feeling stimulation. It was reviewed to consider completing a voiding diary to track progression/therapeutic response. As a result of what was reported, they were redirected to their healthcare provider (hcp) if the problem doesn't resolve and the issue persists. The next day, the consumer called back saying the patient also mentioned the device was hurting "off and on all the time" and wanted to be seen in person. As a result of what was reported, a physician listing was also sent. The call center reviewed the option of turning stimulation off to see if pain subsides; the consumer noted they were going to do so for a few hours. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.